Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergic reaction to analgesics. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced procedural pain ("procedure was so painful /hurt like hell"), crying ("so painful I cried and cried even after") and fear ("I continued to leak water from when they flushed me out..I'm so terrified"). The patient was treated with hydromorphone hydrochloride (dilaudid). Essure was removed. At the time of the report, the medical device removal, procedural pain, crying and fear outcome was unknown. The reporter considered crying, fear, medical device removal and procedural pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media: case was upgraded to serious incident. Event medical device removal was added. Reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.